Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, there was a leak at the display screen, and there was moisture inside the pump. This report is made based on results of investigation completed on 11/13/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2014 with the following findings: the keypad cover was found to be peeling. All of the keypad buttons were working properly. There was no evidence of contamination or moisture under the keypad button contacts. The battery compartment was cracked below the grip pad to the case seal. There was a display lens leak found during a leak test. Moisture was found behind the display screen and inside the pump. (B)(4).